Event description:
During a stenting procedure in the left main, following predilatation, the cypher sds balloon would not inflate at the lesion site. The stent did not come off the balloon at any time. Another cypher sds was used successfully. There was no report of any adverse effect to the patient. The product is said to be available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.